Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 151 mg/dl. The customer stated that she changed the battery twice and display returned but the screen would show there was no insulin when the reservoir was full and she was receiving unexpected restart alarms. She stated that the insulin pump would count up and stop at 6 each time. Troubleshooting was performed. The customer stated that the alarm occurred shortly after inserting a new battery and the device was not stored or not in use for an extended period of time. She was assisted with resetting time and date. The device will not be returned for analysis.